Event description:
It was reported there was a speaker failure alarm displayed. It is unknown if the device was able to produce an audible sound. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone: #(B)(6). E1: reporter phone: #(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Correction: this report has been determined to be a duplicate of MFR 9610816-2025-000138. Please see MFR 9610816-2025-000138 for the complete investigation.